Event description:
Reportedly, a patient received an abbott medical optics (amo) tecnis one lens after an uneventful phacoemulsification procedure. Further, it was reported that the inserter was damaged and one (1) haptic was missing and later discovered in the patient. The haptic was then removed. The physicians removed the lens and inserted another lens. At the end of the procedure, the doctor mentioned that the lens was too big for the alcon "d" cartridge. It was reported that there was a very small incision (approximately 1 mm) and a small suture were made. No patient injury was reported; the patient is doing fine.

Manufacturer narrative:
(B)(4): prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Review of the manufacturing records for this lens found that it met all specifications during our manufacturing process. Serial #: (B)(4). Placeholder.